Manufacturer narrative:
The model # has been corrected. The sample was returned for evaluation. One (1) used sample was received without the original packaging. The sample was generally clean without biological/foreign materials. The et tube sample was examined, while decontaminating, the balloon cuff was inflated through pilot balloon with the solution (metricide plus 30) to check for possible leakage. No leakage was detected from the balloon cuff. The reported event could not be confirmed. After decontamination, the balloon cuff was inflated and deflated once again and functioned as expected, with no issues. The connection of the inflation line to the pilot balloon was examined under magnification. No defect or damage was seen at the point of connection. The connection of the suction line to the et tube was examined under magnification. No defect or damage was seen at the point of connection as well. The proximal bonding area and distal bonding area were examined and both collars remains attached to the 3-lumen extrusion (tubing). All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Sample received and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that an endotracheal tube was tested outside the patient and a leak was detected prior to use. No injury reported. Additional information was reported on (B)(6) 2017 that states the cuffs were okay prior to intubation. The cuff leaked upon attempts to intubate the patient. There were no leaks when tested prior to intubation. The leak occurred after intubation. Additional information returned (B)(6) 2017 that states patient is reported to be fine and has recovered from this experience. No additional information was provided.